Event description:
It was reported that the flex deflectable videoscopes screen gets foggy. The issue was found during set up for use. There was no patient involvement or patient injury reported.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the screen gets foggy was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.